Event description:
During a check up doctor discovered mobility of the prosthesis, removal of the bridge and discovering of the abutment anomaly: the upper part is mobile and the lower part remains screwed in. Removal of the second part.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional information received confirmed the device was fractured at the body , the loosening event is then a consequence of the fracture, this event was previously submitted under MFR 0002023141-2022-00039. With this new information, this malfunction event is now considered non reportable. As a result, no further medwatch reports will be submitted under this file.

Event description:
Upon investigation it was identified abutment body fractured, after follow up doctor confirmed the event, loosening is then a consequence of the fractured abutment.